Event description:
New information received notes the patient presented at a follow-up in clinic. The implantable cardiac monitor exhibited r-wave undersensing and post-sensed t-wave oversensing. Programming changes were implemented. The patient then exhibited further post-sensed t-wave oversensing episodes via remote transmission on (B)(6) 2019.

Event description:
New information received noted the patient presented via remote transmission with r-wave undersensing as well. Programming changes were performed. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with post-sensed t-wave oversensing on the implantable cardiac monitor. Upon review, it was noted that the patient had large t-waves. Programming changes were discussed and have yet to be implemented.